Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician had difficulty advancing the guidewire into the patient¿s bile duct. After several attempts of moving the guidewire back and forth, the physician noted several kinks on the guidewire and noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. In addition the corewire became severly tangled. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the guidewire revealed that the body was kinked and the spring tip was damaged; coilwire was unraveled and corewire was broken. The complaint is consistent with the return. It is most probable that anatomical/procedural factors could have generated the failures encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician had difficulty advancing the guidewire into the patient's bile duct. After several attempts of moving the guidewire back and forth, the physician noted several kinks on the guidewire and noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. In addition the corewire became severly tangled. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.